Manufacturer narrative:
Correction(s): serial number corrected to "(B)(4)". Device (inratio test strips) was available and evaluated but the inratio monitor was not returned for evaluation as indicated in the investigation results provided in 2027969-2016-00633 follow-up #1. There is no change to the investigation.

Manufacturer narrative:
Investigation pending.

Event description:
Variance reported between inratio inr results with lot k387869 and lab inr results. The complaint was received via email. The results were as follows: on (B)(6) 2016 - inratio inr=2.8 - laboratory inr=2.20. On (B)(6) 2016 - inratio inr=2.0 - laboratory inr=1.47. On (B)(6) 2016 - inratio inr=2.6 - laboratory inr=2.16. On (B)(6) 2016 - inratio inr=2.4 - laboratory inr=1.74. On (B)(6) the patient took another test on his inratio with a test strip from lot k392066 which he was not concerned about when compared to the laboratory inr=1.74 that same day. The reported therapeutic range: 2.5-3.0. No adverse event reported. No changes in medication (phenprocoumon) or diet. (Note: this MDR filing is due to the device being the same or similar as a device available in the us).

Manufacturer narrative:
(B)(4). The inratio monitor associated with the complaint was not returned for investigation, however, the customer's inratio test strips were returned. Therefore, an in-house inratio monitor was used to test retained and returned strips of the reported strip lot. The lot was found to be performing within expectations. A review of the manufacturing batch records for the reported test strip lot did not uncover any non-conformances. The lot meets release specifications. A root cause could not be determined from the information provided by the customer.